Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's back pain has increased due to a pinched nerve. Programming was not able to cover the patient's pain. The patient also noted he needs an MRI. Surgical intervention may be taken at a later date to address the issue.

Event description:
Follow up information identified the patient reported he underwent surgical intervention (date unknown) where the entire scs system was explanted due to lack of efficiency.